Event description:
Dad called rt to room stating the ventilator is not "giving patient a breath." Rt noticed a low inspiratory pressure alarm and patient trying to inhale but having a hard time. Rt gave bag to mom to ventilate patient while rt tried to get ventilator to work but there was no initiation of breaths. Rt replaced entire ventilator and circuit. Patient maintained adequate saturation, heart rate, respiratory rate during the entire incident.======================manufacturer response for ventilator, (brand not provided) (per site reporter).======================